Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the implantable cardioverter defibrillator exhibited a ventricular tachycardia episode that was incorrectly diagnosed as supraventricular tachycardia and did not receive high voltage therapy. The device also exhibited oversensing issue. Programming changes were made. The patient was stable and would be continued to be monitored.